Event description:
Hamilton medical ag received the following complaint description (summary): "a technical event indicating an ambient mode observation failure (technical fault (tf) 485001) occurred during active ventilation with a patient connected. This suggests a malfunction during clinical use, potentially affecting the device's normal operation. Following this, the ventilator was swapped out. Upon attempting to restart the device, it failed the self-test with tf 431002 (blower disconnected)." No patient health impact or consequences were reported. An additional device was required.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: the log files showed various technical faults, such as tf 485001 (ambient mode observation failure) during ventilation, indicating that the ventilator went into ambient mode. This required a change of the ventilator. Later, when the device was restarted, the self-test failed with tf 431002 (blower disconnected), without patient involvement. It was identified that the blower was defective due to wear. The technician replaced the blower, and the device is functioning properly again.